Event description:
The customer indicated that their acuity system rebooted unexpectedly. This resulted in a temporary loss of centralized monitoring; however, bedside monitoring was not affected.

Manufacturer narrative:
The device eval is not yet complete. It is unclear whether this was a malfunction of acuity, and we are submitting this report in an abundance of caution. A f/u report will be submitted when the eval is complete.